Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the centrimag primary console had an electronic hardware failure and an error message warning alert system s3. The system was replaced. Associated MFR# 3003306248-2024-00004, associated MFR# 2916596-2024-00396, associated MFR# 2916596-2024-00397.

Event description:
Additional information was received that before exchanging the console, the physician switched it off and restarted it but the problem reoccurred.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of s3 fault alarms was able to be confirmed. The centrimag 2nd generation (gen) primary console (serial number: (B)(6)) was returned for analysis and a log file was downloaded for review. A review of the downloaded log files showed events spanning approximately 4 days (21nov2023 - 22nov2023, 29nov2023 ¿ 30nov2023, 15dec2023, 18dec2023, 13feb2024 per timestamp). Events captured on 13feb2024 took place in the testing labs. An s3 alarm with an sf_sps_fan_speed sub-fault was active on console at 20:03 and did not clear until the console was shutdown. The console was restarted, and the alarm activated again at 20:24. The console was shut down and restarted on 18dec2023. The s3 alarm reactivated at 10:03. The alarm did not clear until the console was shutdown. There were no other notable alarms active in the log file. Pump operation was not affected. The console was returned for analysis and was evaluated and tested. The returned console was connected to a test loop and s3 alarms were active. The console was opened, and dust accumulation was observed. The console was restarted, and the dust accumulation around the fan prevented the fan from spinning. The fan was cleaned and the s3 alarm cleared as the fan was able to spin freely. No further testing was conducted. The root cause of the reported event was conclusively determined to be caused by dust accumulation around the fan preventing it from spinning freely. The device history records for the centrimag 2nd gen. Primary console (serial number: (B)(6)) were reviewed and was found to pass all manufacturing and qa specifications before being shipped to the customer. The 2nd generation centrimag system operating manual section 4 entitled "warnings & precautions" warns "one additional 2nd generation centrimag primary console, motor and flow probe are required as backup system in the immediate vicinity of each patient whenever the centrimag or pedivas blood pump is used. The backup console must be connected to the backup motor and to the backup flow probe, have a battery charge sufficient for at least one hour of operation, be connected to ac power (except during transport) and be immediately available should the main console, motor or flow probe experience a malfunction." The 2nd generation centrimag system operating manual section 10 entitled "emergency and troubleshooting" states that "the recommended practice whenever there is a 2nd generation centrimag primary console or motor malfunction is to replace the console and motor as a set. Remove the blood pump from the malfunctioning motor and console and place the blood pump in the backup motor and console to continue patient support. Do not exchange individual motors or individual consoles during patient support." The 2nd generation centrimag system operating manual table 16 entitled ¿console alarms & alerts¿ addresses how to interpret and troubleshoot all system alarms including s3 alarms. No further information was provided. The manufacturer is closing the file on this event.